Event description:
It was reported that the insulin pump alarmed motor error. Customer had a MRI. The blood glucose reading is 159 mg/dl. The drive support cap is flush. During troublshooting, displacement test passed. The motor error did not occur during the prime process. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.